Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2018-06436. Additional information gathered identified effective therapy was restored post operatively.

Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2018-06436. It was reported the patient experienced ineffective stimulation due to inability to increase amplitude. System diagnostics revealed high impedances on all contacts. Reportedly the patient experienced several falls, multiple surgeries, and weight loss. Surgical intervention may take place at a later date to address the issue.

Event description:
Device 1 of 2 : reference MFR. Report# 1627487-2018-06436. Additional information received identified the patient underwent surgical intervention wherein both leads were explanted and replaced with one lead.